Event description:
A user facility reported to olympus that no image was present and the device power was intermittent. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The problem, as reported to olympus, occurred during a laparoscopic surgical procedure. A delay in procedure occurred due to the problem, characterized as 5-10 minutes in length. The intended procedure was completed using another similar device. There was no adverse health effect to the patient that occurred, attributed to the delay. There was no patient injury, associated with the event.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Update to section b5.